Event description:
It was reported that the patient presented for a follow-up in the clinic. Upon interrogation, it was noted that the pacemaker was in backup vvi due to electromagnetic interference. Programming changes were made to resolve the issue and the patient experienced no consequences.